Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from both sides. Additionally, it was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with 300 units of insulin. The customer stated that when more insulin was added to the cartridge, the cartridge would leak and the customer would receive the notification. During troubleshooting with tandem technical support (cts), the customer was able to successfully load a new cartridge. Cts advised the customer that the cartridge was being overfilled, which caused the bag to burst and leak insulin; the customer acknowledged. The customer's blood glucose level was not impacted.